Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first successfully installed on the (B)(6) 2009 and preformed to specification, alongside random manual power ons, up to the (B)(6) 2013. The device failed multiple self-tests due to a low battery between the (B)(6) 2013. Later a fresh pad-pak was installed and the device passed self-tests. The device then failed a further self-test along with a drop in voltage on this date suggesting the depleted pad-pak had been installed. An increase in voltage later on this date suggests the fresh pad-pak was installed with the device passing a self-test and continued to pass self-tests up to the (B)(6) 2015. Multiple manual power ups of less than one minute duration were recorded during this period. Multiple manual power ups of ten minutes duration were observed in the device memory between the (B)(6) 2015 and the (B)(6) 2015. The pad-pak became depleted during this time. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a known good membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Unit powers on by itself w/o manual intervention.